Event description:
Event description guidant received information that lead impedance measurements on this atrial lead were greater than 2500 ohms in both bipolar and unipolar configurations and loss of capture was observed. Therefore, this lead was extracted.